Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain, pain,') and genital haemorrhage ('gen. Abnorm. Bleed') in a (B)(6) female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "couldn't determine if left tube was blocked incomplete occlusion of the left fallopian tube as noted." And medical device monitoring error "hysteroscopy with essure sterilization and therrna choice uterine balloon ablation". The patient's medical history included uterine fibroid, ovarian cyst, cervical smear normal, fibrocystic breast disease, menstruation irregular and pap smear abnormal. There were four coils visible on the right side. This procedure was repeated on the left side. There was only one coil visible on this side, however. Concurrent conditions included colonic polyp, hypercholesterolemia, breast cancer, vitamin d deficiency, allergic rhinitis, dysplasia, dysfunctional uterine bleeding, rash, itch, eye swelling, swelling lips, shortness of breath, facial pain and leiomyoma nos. Concomitant products included triamcinolone acetonide (nasacort) since (B)(6) 2007 for allergic rhinitis, vitamin d nos (vitamin d) for vitamin d deficiency as well as levocetirizine dihydrochloride (xyzal), prednisone, simvastatin (zocor) since (B)(6) 2010 and tamoxifen since (B)(6) 2011. In (B)(6) 2003, the patient had essure (ess205) inserted. In (B)(6) 2005, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal),//abnormal bleeding (vaginal,menorrhagia)"), menorrhagia ("abnormal bleeding (menorrhagia)/abnormal bleeding (vaginal, menorrhagia)"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal"), depression ("psychiatric problems condition: depression"), anxiety ("psychiatric problems condition: mental anguish,"), dyspareunia ("dyspareunia (painful sexual intercourse)") and vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced abdominal pain ("abdominal pain") and genital haemorrhage (seriousness criterion medically significant). The patient was treated with nsaids, paracetamol (acetaminophen) and surgery (hysterectomy and bilateral salpingo-oophorectomy). Essure (ess205) was removed on (B)(6) 2012. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, vaginal infection, depression, anxiety, dyspareunia, vaginal discharge, abdominal pain and genital haemorrhage outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dyspareunia, genital haemorrhage, menorrhagia, pelvic pain, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure (ess205). The reporter commented: as per follow up discrepancy note date of insertion: (B)(6) 2003, (B)(6) 2005. Patient received treatment for genital bleeding vaginal infection. Current (B)(6). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2006: confirmed that the essure device, was successfully occluded. Concerning the injuries reported in this case, the following one were described in patients medical record: vaginal discharge, vaginal bleeding, menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 20-mar-2020: pfs received: essure removal date added and incident category updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain, pain,') and genital haemorrhage ('gen. Abnorm. Bleed') in a 44-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "couldn't determine if left tube was blocked incomplete occlusion of the left fallopian tube as noted." And medical device monitoring error "hysteroscopy with essure sterilization and therrna choice uterine balloon ablation". The patient's medical history included uterine fibroid, ovarian cyst, cervical smear normal, fibrocystic breast disease, menstruation irregular and pap smear abnormal. There were four coils visible on the right side.this procedure was repeated on the left side. There was only one coil visible on this side, however. Concurrent conditions included hypercholesterolemia, colonic polyp, breast cancer, vitamin d deficiency, allergic rhinitis, dysplasia, dysfunctional uterine bleeding, rash, itch, eye swelling, swelling lips, shortness of breath, facial pain, leiomyoma nos and uterine bleeding. Concomitant products included triamcinolone acetonide (nasacort) since (B)(6) 2007 for allergic rhinitis, vitamin d nos (vitamin d) for vitamin d deficiency as well as levocetirizine dihydrochloride (xyzal), prednisone, simvastatin (zocor) since (B)(6) 2010 and tamoxifen since (B)(6) 2011. In (B)(6) 2003, the patient had essure (ess205) inserted. In (B)(6) 2005, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal),//abnormal bleeding (vaginal,menorrhagia)"), menorrhagia ("abnormal bleeding (menorrhagia)/abnoemal bleeding (vaginal, menorrhagia)"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal"), depression ("psychiatric problems condition: depression"), anxiety ("psychiatric problems condition: mental anguish,"), dyspareunia ("dyspareunia (painful sexual intercourse)") and vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), genital haemorrhage (seriousness criterion medically significant), vulvovaginal candidiasis ("candidal vaginosis"), bladder disorder ("bladder / urinary"), urinary tract disorder ("bladder / urinary") and post procedural complication ("post removal complication-yes"). The patient was treated with nsaids, paracetamol (acetaminophen) and surgery (hysterectomy and bilateral salpingo-oophorectomy). Essure (ess205) was removed on (B)(6) 2012. At the time of the report, the pelvic pain and genital haemorrhage had resolved and the vaginal haemorrhage, menorrhagia, vaginal infection, depression, anxiety, dyspareunia, vaginal discharge, abdominal pain, bladder disorder, urinary tract disorder and post procedural complication outcome was unknown. The reporter considered abdominal pain, anxiety, bladder disorder, depression, dyspareunia, genital haemorrhage, menorrhagia, pelvic pain, post procedural complication, urinary tract disorder, vaginal discharge, vaginal haemorrhage, vaginal infection and vulvovaginal candidiasis to be related to essure (ess205). The reporter commented: as per follow up discrepancy note date of insertion: (B)(6) 2003, (B)(6) 2005. Patient received treatment for pain, genital bleeding, vaginal infection. Current weight 170lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2006: confirmed that the essure device,was successfully occluded. Concerning the injuries reported in this case, the following one were described in patients medical record: vaginal discharge, vaginal bleeding, menorrhagia. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 16-apr-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain, pain,') and genital haemorrhage ('gen. Abnorm. Bleed') in a 44-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "couldn't determine if left tube was blocked incomplete occlusion of the left fallopian tube as noted." And medical device monitoring error "hysteroscopy with essure sterilization and therrna choice uterine balloon ablation." The patient's medical history included uterine fibroid, ovarian cyst, cervical smear normal, fibrocystic breast disease, menstruation irregular and pap smear abnormal. There were four coils visible on the right side.this procedure was repeated on the left side. There was only one coil visible on this side, however. Concurrent conditions included colonic polyp, hypercholesterolemia, breast cancer, vitamin d deficiency, allergic rhinitis, dysplasia, dysfunctional uterine bleeding, rash, itch, eye swelling, swelling lips, shortness of breath, facial pain and leiomyoma nos. Concomitant products included triamcinolone acetonide (nasacort) since (B)(6) 2007 for allergic rhinitis, vitamin d nos (vitamin d) for vitamin d deficiency as well as levocetirizine dihydrochloride (xyzal), prednisone, simvastatin (zocor) since (B)(6) 2010 and tamoxifen since (B)(6) 2011. In (B)(6) 2003, the patient had essure (ess205) inserted. In (B)(6) 2005, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal),//abnormal bleeding (vaginal,menorrhagia)"), menorrhagia ("abnormal bleeding (menorrhagia)/abnoemal bleeding (vaginal, menorrhagia)"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal"), depression ("psychiatric problems condition: depression"), anxiety ("psychiatric problems condition: mental anguish,"), dyspareunia ("dyspareunia (painful sexual intercourse)") and vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), genital haemorrhage (seriousness criterion medically significant), vulvovaginal candidiasis ("candidal vaginosis"), bladder disorder ("bladder / urinary"), urinary tract disorder ("bladder / urinary") and post procedural complication ("post removal complication-yes"). The patient was treated with nsaids, paracetamol (acetaminophen) and surgery (hysterectomy and bilateral salpingo-oophorectomy). Essure (ess205) was removed on (B)(6) 2012. At the time of the report, the pelvic pain and genital haemorrhage had resolved and the vaginal haemorrhage, menorrhagia, vaginal infection, depression, anxiety, dyspareunia, vaginal discharge, abdominal pain, bladder disorder, urinary tract disorder and post procedural complication outcome was unknown. The reporter considered abdominal pain, anxiety, bladder disorder, depression, dyspareunia, genital haemorrhage, menorrhagia, pelvic pain, post procedural complication, urinary tract disorder, vaginal discharge, vaginal haemorrhage, vaginal infection and vulvovaginal candidiasis to be related to essure (ess205). The reporter commented: as per follow up discrepancy note date of insertion: (B)(6) 2003, (B)(6) 2005. Patient received treatment for genital bleeding vaginal infection. Current weight 170lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2006: confirmed that the essure device,was successfully occluded. Concerning the injuries reported in this case, the following one were described in patients medical record: vaginal discharge, vaginal bleeding, menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-may-2020: plaintiff fact sheet received. Events added from pfs- candidal vaginosis, bladder / urinary, post removal complication-yes. Reporter information were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain, pain,') and genital haemorrhage ('gen. Abnorm. Bleed') in a 44-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "couldn't determine if left tube was blocked incomplete occlusion of the left fallopian tube as noted." And medical device monitoring error "hysteroscopy with essure sterilization and therrna choice uterine balloon ablation". The patient's medical history included uterine fibroid, ovarian cyst, cervical smear normal, fibrocystic breast disease, menstruation irregular and pap smear abnormal. There were four coils visible on the right side.this procedure was repeated on the left side. There was only one coil visible on this side, however. Concurrent conditions included hypercholesterolemia, colonic polyp, breast cancer, vitamin d deficiency, allergic rhinitis, dysplasia, dysfunctional uterine bleeding, rash, itch, eye swelling, swelling lips, shortness of breath, facial pain, leiomyoma nos and uterine bleeding. Concomitant products included triamcinolone acetonide (nasacort) since (B)(6) 2007 for allergic rhinitis, vitamin d nos (vitamin d) for vitamin d deficiency as well as levocetirizine dihydrochloride (xyzal), prednisone, simvastatin (zocor) since (B)(6) 2010 and tamoxifen since (B)(6) 2011. In (B)(6) 2003, the patient had essure (ess205) inserted. In (B)(6) 2005, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal),//abnormal bleeding (vaginal,menorrhagia)"), menorrhagia ("abnormal bleeding (menorrhagia)/abnoemal bleeding (vaginal, menorrhagia)"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal"), depression ("psychiatric problems condition: depression"), anxiety ("psychiatric problems condition: mental anguish,"), dyspareunia ("dyspareunia (painful sexual intercourse)") and vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), genital haemorrhage (seriousness criterion medically significant), vulvovaginal candidiasis ("candidal vaginosis"), bladder disorder ("bladder / urinary"), urinary tract disorder ("bladder / urinary") and post procedural complication ("post removal complication-yes"). The patient was treated with nsaids, paracetamol (acetaminophen) and surgery (hysterectomy and bilateral salpingo-oophorectomy). Essure (ess205) was removed on (B)(6) 2012. At the time of the report, the pelvic pain and genital haemorrhage had resolved and the vaginal haemorrhage, menorrhagia, vaginal infection, depression, anxiety, dyspareunia, vaginal discharge, abdominal pain, bladder disorder, urinary tract disorder and post procedural complication outcome was unknown. The reporter considered abdominal pain, anxiety, bladder disorder, depression, dyspareunia, genital haemorrhage, menorrhagia, pelvic pain, post procedural complication, urinary tract disorder, vaginal discharge, vaginal haemorrhage, vaginal infection and vulvovaginal candidiasis to be related to essure (ess205). The reporter commented: as per follow up discrepancy note date of insertion: (B)(6) 2003, (B)(6) 2005. Patient received treatment for pain, genital bleeding, vaginal infection. Current weight 170lbs diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2006: confirmed that the essure device,was successfully occluded. Concerning the injuries reported in this case, the following one were described in patients medical record: vaginal discharge, vaginal bleeding, menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 8-apr-2021: real fu was received and there was no significant change in the medical context of case. Reporter and medical history added from mr based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.